Event description:
Boston scientific rec'd info that this right atrial (ra) lead became dislodged when the physician was attempting access to the coronary sinus. Attempts were made to reposition this lead, but it would not extend or retract appropriately. Once the lead was removed from the pt it was discovered that tissue was lodged in the helix. No adverse pt effects were reported.